Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 04/21/2020; the returned product underwent evaluation and analysis. [Conclusion]: the complaint documented a request to validate the correct coil alignment method between the microcatheter marker and the coil marker of the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16045). A video clip was attached to the complaint showing the distal detachment zone of the delivery wire coming out far over than the tip of the distal marker of the coil delivery wire. The request was to clarify the method to align the coil marker and the microcatheter proximal marker. The procedure was targeting an internal carotid artery (ica) dorsal wall aneurysm. There was no product malfunction during the procedure; there was no delay and there was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the proper position of markers per the instructions for use (IFU) is the markers touching, not overlapping. It is not possible to discern under fluoroscopy if the markers are overlapping within the margins of the microcatheter marker. A dimensional analysis was carried out by the r&d team and the results are shown below: dimension designations / specifications: spectra pusher: dimension a-b (this is the dimension from distal end of socket ring to proximal end of 3 cm marker). Microcatheter: dimension c-d (this is from distal tip of microcatheter distal side of 3 cm marker) -dimensional results: spectra pusher; dimension a-b: 13.18 cm ¿ 10.01 cm = 3.17 cm = 31.7 mm. This is within the 31 mm - 32 mm specification. Microcatheter; dimension c-d: 12.91 cm ¿ 9.92 cm = 2.99 cm = 29.9 mm 31.7 mm ¿ 29.9 mm = 1.8 mm socket ring protrusion beyond true microcatheter tip the spectra unit meets its manufacturing specification, the complaint reported by the customer could not be confirmed. The attached video was reviewed by independent physician and the results are as follows: "after reviewing the video of the pusher wire post coil deployment and detachment, the heater element, which is part of the coil detachment mechanism, appears to be in the proper location when the marker band is in the ¿t¿ configuration, as described in the IFU. There is a question of whether the coil should be aligned differently, and I recommend following the IFU." (B)(6) 2020. A review of manufacturing documentation associated with this lot (l16045) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The r&d team performed dimensional evaluation and analyses and concluded that the 1.00 mm x 2.00 cm galaxy g3 mini coil meets its manufacturing specification. The customer did not report any product malfunction; they requested a clarification of the method to align the coil marker and the microcatheter proximal marker. The dimensional results documented by the r&d team confirmed that specifications were met. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The attached video was reviewed by independent physician and the results are as follows: "after reviewing the video of the pusher wire post coil deployment and detachment, the heater element, which is part of the coil detachment mechanism, appears to be in the proper location when the marker band is in the ¿t¿ configuration, as described in the IFU. There is a question of whether the coil should be aligned differently, and I recommend following the IFU." (B)(6) md, march 26, 2020 a review of manufacturing documentation associated with this lot (l16045) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The complaint documented a request to validate the correct coil alignment method between the microcatheter marker and the coil marker of the 1.00mm x 2.00cm galaxy g3 mini coil (glm910020 / l16045). A video clip was attached to the complaint showing the distal detachment zone of the delivery wire coming out far over than the tip of the distal marker of the coil delivery wire. The request was to clarify the method to align the coil marker and the microcatheter proximal marker. The procedure was targeting an internal carotid artery (ica) dorsal wall aneurysm. There was no product malfunction during the procedure; there was no delay and there was no report of any patient adverse event or complication.